Manufacturer narrative:
UDI number could not be obtained as the lot number for the device was not available. (B)(4). A review of the manufacturing records could not be performed as the lot number was not available. The gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Event description:
In 2007, this patient presented a stanford type b dissection and underwent treatment with a hand-made stent graft. One week later, the patient underwent an additional procedure for an impending rupture of the dissection due to a distal type I endoleak and total arch repair was performed at this time also. On (B)(6) 2018, the patient presented emergently with an new rupture of the dissection and underwent endovascular treatment with conformable gore® tag® thoracic endoprostheses (ctag). A 22fr gore® dryseal sheath with hydrophilic coating was used for advancement and deployment of the devices. It was reported that the physician encountered resistance when advancing the 22fr sheath through the right iliac artery. After obtaining position within the aorta the ctag devices were successfully deployed and the sheath was removed. Angiography at this time determined a dissection of the right common iliac artery (rcia) and a distal type I endoleak. A gore® excluder iliac extender component was implanted within the rcia to cover the dissection, no treatment of the endoleak was performed. The patient tolerated the procedure. It was reported that the impending rupture was caused by a type iii endoleak originating from a fabric tear of the hand-made stent graft. The physician stated that advancement difficulties had been expected as the patient access vessels were calcified and severely arteriosclerotic.